Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with an ak 96 machine, an excess ultrafiltration occurred, indicating that the patient had lost 4.5l of fluid. The ultrafiltration volume was set to 4 l. Ultrafiltration was stopped and 500 ml saline was administered proactively. No additional information is available.

Manufacturer narrative:
Additional information added to h3, h6 and h10. H10: the device was evaluated on site by a hospital engineer. A failure of the protection driver board was replaced. The cause of the reported event could not be determined. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.